Manufacturer narrative:
Upon further clinical review it is determined that this is not a complaint as the vessel size was evaluated prior to placing the impella device and the decision to place a distal perfusion catheter was part of the planned procedure for the pre existing condition. There is no complaint against this product and therefore this will be closed as npi.

Event description:
An impella cp device was inserted into the right femoral artery in a 62-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, the physician decided to proactively place a distal perfusion catheter due to the patient's known peripheral artery disease (pad). Good flow was noted to the impella leg. The impella functioned at p-6 at 3.0l/min without issues. Four days after insertion, the impella was successfully weaned. The post-procedure outcome is survived at explant. Limb ischemia is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6 medical device problem code a24 was updated to replace a01. The investigation is underway once completed a supplemental report will be sent.